Event description:
On (B)(6) 2011, a gore hybrid vascular graft was implanted in a revision procedure for an a-v access application. Revision procedure was performed due to an infection and a pseudoaneurysm of a previous implant. The implant was in the pt's left upper arm, from the brachial artery to the basilic vein. On (B)(6) 2011, an angioplasty of the axillary area was performed due to a stricture.

Manufacturer narrative:
Review of device mfg record history confirmed device met pre-release specs.